Manufacturer narrative:
B3 date of event: literature article publication date. Detailed product information was not provided to bsc, because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. T.-a.takamura, c.nakagawa, m.masaki, et al., three-year outcome of drug coated balloon angioplasty following atherectomy for severely calcified coronary lesions, catheterization and cardiovascular interventions106 (2025): 3465 3472. Https://doi.org/10.1002/ccd.70196.

Event description:
It was reported via literature article that patient complications occurred. The study aimed to compare the long term efficacy and safety of drug coated balloon (dcb) and drug eluting stent (des) following atherectomy for coronary arteries with severely calcified lesions. Of the 258 consecutive patients and 422 de novo lesions treated with dcb at kanazawa medical university hospital, retrospectively enrolled highly calcified de novo lesions treated with atherectomy, rotablator, and or orbital atherectomy system (oas), followed by the use of either dcb (94 cases, 191 lesions) or des (159 cases, 216 lesions) were retrospectively examined. The primary endpoint was target lesion revascularization (tlr), and the secondary endpoint was major adverse cardiac event (mace) during 3 years of follow up. All procedures were performed in a standard manner and were based on pci methods, balloons, dcb (agent (boston scientific) and des diameters, lengths, dilation pressures, and type of rotational atherectomy device was rotablator (boston scientific). Major adverse cardiac event (mace) was observed in 18.3% cases and tlr was observed in 16.2% cases in dcb group within 3 years after the procedure.